Manufacturer narrative:
Device passed the displacement test, self test and unexpected restart error test. No unexpected restart error and external ram crc error alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had pump error which was clear user settings is selected by the use. The blood glucose at the time of the incident was 171 mg/dl. The customer was assisted with troubleshooting. The device will not be returned for analysis.